Event description:
New information notes that programming changes were not made. A cardioversion was instead done to treat the patient's atrial fibrillation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with light headedness. The implantable cardioverter defibrillator (ICD) exhibited far field r-wave oversensing. The patient received inappropriate automatic mode switch (ams). This was setting up competitive atrial paced automatic mode switch events. The lightheadedness was most likely due to pacemaker syndrome due to the loss of atrial-ventricular synchrony. Programming changes were suggested but not yet made.